Event description:
The device was used during a breast biopsy. Reportedly, the pt had an allergic reaction. The surgeon performed a re-operation on november 4, 1999 to correct the condition. The hosp has reported the pt's condition is satisfactory.